Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed due to a defective front response button, causing it to be non-functional. The front response button metallic dome was crushed, causing fault. The root cause of the crushed dome was physical abuse. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were non-functional.